Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50-70 mg/dl). Reportedly, the pump basal rate needed to be adjusted. Tandem technical support guided the customer through adjusting the pump basal rate. At the time of the report, customer's bg level was 215 mg/dl.